Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the threads from three viper screws (two mis single inner set screws and one mis cannulated polyaxial screw) were damaged while trying to use a concomitant device two piece viper3d reduction handle. The threads of the screws were torn from the devices and fell off into the patient. The torn threads were retrieved from the surgical site. The difficulty resulted in the patient being under anesthesia for an additional thirty minutes. The following mfg. Medwatch reports are being filed for the three screws with torn threads: 1526439-2014-11640, 1526439-2014-11641, 1526439-2014-11642.

Manufacturer narrative:
Visual inspection of the returned set screw found damaged/stripped areas within the first rotation of the threads around the body of the screw. This damage is consistent with cross-threading. Review of the device history record found no discrepancies. The sum of all screw thread stripping due to cross threading incidents was compared to the total expected number featured in post market surveillance report and the device sales history since july of last year. The rate of cross-threading incidents remains below the expected rate of occurrence. A root cause cannot be determined from the sample and the information provided. A potential root cause is cross-threading of the set screw. No corrective and preventive action (CAPA) is necessary at this time as there have been no issues identified in the manufacturing of these parts. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.